Event description:
Initial reported indicated that the patient was having pain and coughing about every 3 mins for about 10 sec every time the vns activated. System diagnostics in 2008, resulted in ok/ok/dc=2, eri=no. There was no change in settings, trauma or manipulation to cause the sudden onset of coughing with stimulation. X-rays were received for review on the patient's vns and no anomalies noted. Good faith attempts are being made to see if the patient had a surgery to replace their vns lead sometime in 2008. At this time, a lead issue is suspected, if the patient has the same lead implanted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by manufacturer, no gross lead discontinuities visualized. Conclusions : device malfunction suspected, but did not cause or contribute to a death or serious injury.